Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called to report a crack on the screen of the insulin pump. The customer then stated that she was recently treated by the paramedics due to low blood glucose levels. The customer stated that she was unconscious due to the low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer's priming technique was correct. No exposure to strong magnetic fields. Advised the customer that the insulin pump would be replaced due to the crack. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.